Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the equipment has been causing some problems, the monitor sometimes stops and does not give notifications. The touchscreen was unresponsive/frozen several times without any alert. The event occured during set-up and the user turned off the system, wait several minutes and turned it on again. The case was completed, after making sure the device worked again. The issue was resolved by re-positioning and troubleshooting as the user turned off the system, wait several minutes and turned it on again. The case was completed with reported device after troubleshooting. Hence this does not meet our reporting criteria.

Event description:
It was reported that when focusing on the image, it disappears. There was no patient impact.

Manufacturer narrative:
H3 : product analysis found that the mainframe was received in a good cosmetic condition. Customer's complaint could not be confirmed. The mainframe has been successfully tested, highest reading can be frozen by selecting the "event capture" button. Manually the screen can be frozen with the "freeze button" on the control panel. No fault was found with the mainframe device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.